Event description:
It was reported that during the implant procedure the physician experienced difficulty inserting the right atrial (ra) lead into device header. The lead was successfully inserted prior to pocket closure. This pacemaker and ra lead remain in service. No adverse patient effects were reported.